Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that resistance was intermittently felt when filling the cartridge during the load sequence. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 400 mg/dl.